Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer stated that intermittently the system continues to beep after the fluoro button is released. There is no report of injury or death associated with the event described in this complaint.